Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. At the time of this report the cycler had not been received by nxstage. The exact cause of the alarm cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Towards the end of a routine hemodialysis treatment, a "door handle not closed" alarm occurred and could not be resolved. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.